Manufacturer narrative:
Analysis of the ins ((B)(4)) found that the ins set screw was backed out too far. Result and conclusion codes have been updated. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported that there was lead insertion difficulty during a procedure. The health care provider (hcp) had trouble inserting the lead all the way into the implantable neurostimulator (ins). The patient was doing an advanced trial with the extension and the hcp had trouble inserting the lead all the way in to see the blue tip at the end. The blue tip was stuck between contacts 2 and 3. It appeared there was a bump on the end of the lead and the ins was broken. The manufacturer representative tried another ins and confirmed the header bore was clear and the setscrew was backed out of the bore and they were not able to insert the lead. Rotating the ins while inserting the lead and using sterile deionized water for lubrication resolved the issue. They were able to complete the implant and the lead remained in the patient. There was no visible damage to the lead. Impedances were within the normal range and no symptoms were reported. The manufacturer representative would be sending the ins that was not implanted back to the manufacturer for analysis.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_wrench_acc, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the health care provider (hcp) and manufacturer representative reported that during the stage 2 implant they tried multiple attempts to introduce the lead into the head of ins without success. With some force the lead introduced into the new ins and it checked out with zero impedances or issues. The patient was implanted and was fine and the issue was resolved. The manufacturer representative sent the ins in on (B)(6) 2016. The patient had a medical history of overactive bladder (oab).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.